Event description:
Customer reportedly noted a smell of n2o. Customer also reported a hospital staff member had a spontaneous abortion. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.